Event description:
The third party service center received information alleging a problem related to a ventilator. There was no harm or injury reported. The device's fio2 was replaced to address the issue.

Manufacturer narrative:
H3 other text : third party service center.